Event description:
Our (B)(4) affiliate reports a sales rep provided the following information. A pt developed a corneal ulcer while wearing 1-day acuvue trueye contact lenses, narafilcon a (narafilcon a products are not marketed in the us). The patient began wearing 1-day trueye contact lenses in (B)(6) 2010. An eye care professional (ecp) at the clinic where the pt received treatment provided the following information on (B)(6) 2010, the pt was seen at the clinic on (B)(6) 2010. The patient was diagnosed with a corneal ulcer in the left eye. The corneal ulcer was described as peripheral, located at 11 o'clock with intense injection. No inflammation was observed in the anterior chamber. The ecp noted "infection was suspected since it improved with vigamox." The only medication prescribed was vigamox. The patient was contacted and noted that the eye drops were taken every hour. No additional information is available at this time. An interview at the ecp's clinic is scheduled for (B)(6) 2010. It is not known if the product will be returned for evaluation. A lot history review was performed and revealed the following: the batch record did no show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.